Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses. A lead warning and polarity switch were noted on the right ventricular (rv) lead. The lead was reprogrammed however a lead warning for high impedance was then noted and possible noise was seen on the electrograms (egm). A possible lead fracture was suspected and the lead was capped and replaced. No further patient complications have been reported as a result of this event.